Manufacturer narrative:
(B)(4): results and conclusion: (patient's lesion morphology), (failure to follow IFU recommendations), (stent dislodgement).

Event description:
An attempt was made to advance an endeavor sprint 2.5 mm diameter x 14mm length stent rapid exchange (rx) drug eluting stent in the lcx. The stent dislodged in vivo and was retrieved with a goose neck snare. The stent had been inspected prior to use with no issues noted. There was no health hazard caused to the patient. No additional clinical sequelae were reported. Evaluation summary: the dislodged stent was returned for evaluation in a hazard vial. The sds was not provided for review. The stent was severely stretched and deformed. There were no strut fractures and all stent welds were present and intact.